Event description:
Initial report submitted had a typo in the description of the event below. The initial report indicated 2 self healed ulcers instead of 3. Doctor describes event as follows: left eye hurting for one week. Progressively worsening. Sensitive to light. Contact lens was one month old. Discontinued wear on 3+ inferior keratitis o.s. 3 to 3+ injected eye. 3 self healed ulcers on superior part of eye.

Event description:
Left eye hurting for one week. Progressively worsening sensitive to light. Contact lens was one month old. Discontinued wear on_. 3+ inferior keratitis o.s. 2 to 3+ injected eye. 2 self healed ulcers on superior part of eye.